Event description:
On 07/31: customer reports during an endoscopic retrograde cholangiopancreatography (pt info not provided), the system fluoro failed. Procedure was completed by use of a portable c-arm fluoro unit. No reported injury.

Manufacturer narrative:
Field service engineer identified in the sedecal high frequency generator service manual troubleshooting section, power control/communication error between console and generator cabinet. The fse reseated the console connections. Performed check and verification of system operation. System returned to full service by the customer.